Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the jacket strainer was blocked, which allowed pressure to build up within the chamber resulting in the reported event. To resolve the issue, the technician depressurized the unit and inspected the strainer, which revealed significant water accumulation. The technician then identified a blockage within the unit's elbow assembly. This obstruction prevented proper drainage, causing an overflow that resulted in the reported event. The technician replaced the elbow, tested the unit, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco 600 sterilizer leaked steam and water onto the floor. No report of injury.